Event description:
During valve surgery, at 12:25 blood was leaking from the gas outlet of the oxygenator. At 12:26 surgeon and anesthesiologist were notified. At 12:27 blood began to foam from the gas outlet. The sweep and fi02 were increased to compensate. At 12:29, arterial and venous blood gases from the oxygenator and arterial blood gas from pt were taken. The coi blood gas monitor was then calibrated and used throughout the procedure. After the results of the blood gases were returned, the surgeon and anesthesiologist were notified again and consulted on the oxygenator performance. Normal surgical techniques then progessed as normal.